Event description:
It was reported by the patient that the device was implanted and explanted in 2007. Reportedly, it was explanted due to an unsuccessful operation. No other details were provided.

Manufacturer narrative:
Device not returned.